Event description:
It was reported that approximately 4 years post xience v stent implantation in the mid left anterior descending artery, the patient experienced cardiac arrest and died. An autopsy was not performed. Per death certificate, the cause of death was cardiac arrest due to hypertension. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - stent implanted without lesion pre-dilatation. There were no reported product deficiencies. The reported patient effects of death is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. It should be noted that the IFU instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.